Event description:
Report 3 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have detected c. Tropicalis with other microorganism with biofire. Patient # 3: 10/10/23 bottle lot # 3095916 sequence # 449288798638 bcid2, lot # 1956323 biofire was a dual positive: c. Tropicalis, staph spp. Gram stain: gram positive cocci culture result: staph hominis biofire result was reported to physicians. Customer included the comment "no yeast isolated on culture" customer unaware of any treatment change.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-october-25. H.6 investigation summary catalog: 442023 batch no.: 3095916. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 3 of 3 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have detected c. Tropicalis with other microorganism with biofire. Patient # 3: (B)(6) 2023. Bottle lot # 3095916. Sequence # (B)(4). Bcid2, lot # 1956323. Biofire was a dual positive: c. Tropicalis, staph spp. Gram stain: gram positive cocci. Culture result: staph hominis. Biofire result was reported to physicians. Customer included the comment "no yeast isolated on culture". Customer unaware of any treatment change".

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.